Event description:
It was reported that the customer had an issue with the transmitter on (B)(6) 2014. Troubleshooting was offered, but customer declined. Customer got into a vehicular accident during the call. The call was disconnected. On (B)(6) 2014, it was confirmed that the customer was in a car accident and that the transmitter was lost. Customer's blood glucose level was 234 mg/dl. Customer was driving at the time of the accident. Customer stated that the insulin pump, reservoir, and the infusion set do not show signs of damage. However, the insulin pump rattles when shaken. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.